Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an occlusion and air bubbles. The blood glucose at the time of the incident was 88 mg/dl. The customer states insulin did not exit the new set and current reservoir. The customer attempted again using a new reservoir and a current set. The pump did not alarm no delivery, but it did squirt insulin out. The customer was not connected to the pump during prime. The customer was advised to change both reservoir and set. The customer states the insulin did not continue to drip after letting go of the act button. The motor did not slow down nor did the numbers ramp up on the screen. The drive support cap appears intact. The customer did mention having air bubbles along the tubing of different sizes. The customer did rewind with the reservoir in place. It is unknown if the air bubbles were cleared.